Event description:
Hill-rom received a report from the account stating the bed exit would not set. The bed was located in stanton 3 halfway at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the bed's scale had been zeroed with the pt in the bed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician zeroed the scale to resolve the issue. The technician thoroughly tested the bed exit system and it functioned as designed. Based on this info, no further action is required.